Event description:
It was reported that revision surgery was performed due to pain, elevated metal ion levels and acetabular cup rotation.

Event description:
It was reported that revision surgery was performed. The devices were originally implanted in 2009.

Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup). The bhr acetabular cup is FDA approved for us only with a bhr resurfacing femoral head.